Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the front left bottom corner, broken barrel clamp head, the bottom case cracked by the l bracket pole clamp, and there was visible contamination by the plunger head and on the bottom case. There is nothing in the event history log (ehl) pertaining customer stated issue. Reported problem duplicated during visual inspection. The root cause was a result of the customer's impact to the device. Replaced barrel head clamp. Performed power up process and self-test process.

Event description:
It was reported that the pump's flange was broken. The issue occurred prior to use and there was no patient injury.